Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during enteroentero anastomosis, the stapler was able to fire, however, blood loss of 500cc or more occurred which required the patient a blood transfusion. It was noted that the event leads to extended patient hospitalization.